Event description:
Information received by medtronic indicated that the customer received a "compromised force sensor system" (a33 alarm), and the insulin pump drive support cap was loose. It was reported that the insulin pump had alarmed when rewinding. The customer had experienced hypoglycemia with a blood glucose value of 1.8 mmol/l at the time of the event and had been treated in an emergency room. Troubleshooting was performed and found that the a33 alarm had occurred while changing the reservoir. It was found that the drive support cap was sticking out and the pump was over-delivering. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pump was used within 48 hours of the reported low event. Customer was unsure if the pump gave too much insulin before the rewind. However, customer alleged over delivery.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided with this report

Manufacturer narrative:
S/w 3.1e. The customer was hospitalized for alleged low bgs, possible over delivery anomaly, a33 alarm, rewind anomaly and loose drive support cap found on 24-aug-2023. The pump was received with a completed detached end cap causing the motor to become out of place. Rewound the pump, and the pump alarmed motor error. Unable to perform the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat due to the completed detached end cap and motor error alarm. Motor error alarm was due to the motor slide becoming stuck against the motor housing. No damage noted on the motor home switch. The motor was tested outside of the pump and passed. Unable to test for a33 alarm or possible over delivery anomaly due to the completed detached end cap and motor error alarm. There was no data available in the pump history file in august 2023. Unable to verify a33 alarm in the pump history file due to no data available. Drive support disk was inspected and no anomaly was noted. The following were noted during visual inspection: a completed detached end cap, minor scratched display window, scratched case, scratched reservoir tube window and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data available in the pump history file in august 2023. Unable to perform the history review 1 week prior to the event date 24-aug-2023 in the pump history file due to no data available. Unable to perform the functional testing due to the completed detached end cap and motor error alarm. Unable to confirm alleged low bgs. Motor error alarm confirmed. Possible over delivery anomaly unknown. A33 alarm unknown. Rewind anomaly confirmed. Loose drive support cap not confirmed. Cosmetic damage was confirmed during visual inspection at the end cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.

Event description:
Customer got an a33 alarm while they were still disconnected while changing the reservoir. Customer did not recall pressing the cap while connected. Shortly after, customer quickly went form 10mmol/l to a low under 2mmol/l around midday on (B)(6) 2023. Customer was unsure if the pump had been over delivering prior to the reservoir change. Customer stated that the reservoir was not pressed/pushed/adjusted while connected.